Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient had a lead replaced due to ineffective stimulation and an ipg replaced (manufacturer report reference number: 1627487-2021-00902). Effective therapy was established post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.